Event description:
It was reported that the device's display is cracked and faded. There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.